Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature battery depletion. The device was returned due to elective replacement indicator (eri). Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.